Event description:
Event description guidant received information that this patient had pre-syncopal episodes prior to replacement of their pacemaker. This information, received from the patient six months after the device replacement, also indicated that the pacemaker battery was low and the device stopped working on the day of change out. This device is within the bounded population for the hermetic sealing advisory.